Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient needs a health care provider to remove her implant because the implant is very old and dead. The patient tried to recharge it, but she hasn¿t used it for a very long time. The patient was implanted for very bad leg pain, and the implant helped, but then she wasn¿t having much pain in her legs, so she stopped using it. The patient says that the pain started again in her leg, and she wants to start using the implant again, but it no longer works. The patient noted that her implant died a couple of months prior to the report, and that she had a return of leg pain about 2-3 months prior to the report. She is disabled because of numerous medical problems. Additional information was received from the patient. It was reported that the neurostimulator was no longer working. It was noted that the patient spoke to her doctor. Additional information was received from the patient. It was reported that they needed to replace their implantable neurostimulator (ins). The patient stated that they wanted to speak to a manufacturer representative about the issue. Additional information was received from the patient. It was reported that the patient was upset that they couldn't get an MRI for their knee. The patient reported that they were in a lot of pain and that the ins doesn't work anymore. The patient wanted to contact a doctor to see what their options for removal or replacement are. Additional information was received from the patient. It was reported that the cause of the issue was that the hcp wouldn't put the device in the existing pocket because there was existing white skin around it. The device was put in crooked which made it impossible to recharge. No further complications were reported.